Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical extension set was flushed and a leak was noted from trifuse IV extension tubing (product new from packaging, within 30 mins of event). There were no reported adverse events.